Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08ezs, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that patient had a fall six days prior to this call and was down for 8 hours and not able to get back up. She stated she passed out for that long. The patient has ms and was in an inpatient physical therapy at the hospital, wanted her bladder catheter out. It was reported that patient was having some problems with the remote, which was later identified to be the neurostimulator (ins). The patient went from total incontinence to not being able to go at all; about a week ago which all happened after the fall. It was noted that the ins was turned off for MRI. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.